Event description:
Additional information received reported the patient received assistance from their doctor on (B)(6) 2013 and they no longer had concerns with their device or therapy.

Event description:
After further review, it was noted that the patient was ¿having a little bit of problem¿. It was noted that ¿it wasn¿t functioning¿. The patient experienced going urinating frequently.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was indicated the patient stopped feeling stimulation on (B)(6). The patient was also going to the bathroom ¿a lot.¿ it was noted the patient saw a code on the programmer that looked like a ¿circle with a dot.¿ it was indicated the patient was unable to make adjustments to stimulation with the antenna attached. The patient saw a ¿poor communication¿ screen. It was indicated the patient ran their device all of the time at 2.8-3.5v. The patient had an appointment scheduled with their doctor the following month. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).